Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, there was difficulty with induction likely due to a disruption with telemetry. The second induction attempt was successful. No adverse patient effects were reported. The device remains in service.